Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to damage on ultrasonic probe. However, a definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the ultrasonic gastrovideoscope displayed a defective ultrasound image (with missing elements). There was no patient involvement in this event.